Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the ECG electrode c and d cable brown (lead 2-) and orange (lead 1-) wires were broken inside the distribution node (dn). The cause of the non-functional ECG electrodes is the damaged wires. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the damaged wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.